Manufacturer narrative:
The reported condition was confirmed and attributed to binding on the radius feature of the cartridge housing. A corrective action has been implemented to prevent this condition.

Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to open the instrument and complete the procedure. The hosp has reported no pt injury occurred.